Manufacturer narrative:
Product implicated is a 4 fr catheter. Overall length of the catheter measured 52.5cm. The distal end of the catheter has been trimmed to a 90 degree angle. Lot history review indicated no related component or mfg issues and no product complaints of similar nature. The catheter was pressurized with a 6cc syringe and colored water by occluding the distal end of the tubing with a padded clamp. No leaks were detected. This was repeated several times while exerting pressures above 40psi and the lumen could not be made to leak. The lumen flushes and aspirates normally. Tactile inspection indicates the catheter tubing is smooth. Under 25x magnification, no tubing surface defects were noted. The complaint is unconfirmed since no defects were found.

Event description:
The catheter was placed 8/29/97 via the right antecubital, in the cephalic vein, not the superior vena cava, for infusion of potassium, gentimycin and penicillin. The catheter was removed 9/2/97 after the pt had developed swelling and redness around the exit site.